Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). However, the complaint investigation found objective evidence indicating a product problem, and thus the complaint was confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.

Event description:
A user facility biomedical technician (biomed) reported that a blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak was coming from the combi set bloodline, but it was reportedly caused by the blood pump rotor. A tear was identified in the line, which was reportedly damaged by the blood pump rotor. It was unknown how long into the treatment this occurred. The facility stated they do not return blood when a blood leak occurs, and the blood loss was estimated to be 250 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported events. To resolve the reported issue, the biomed replaced the blood pump rotor. The blood pump rotor was reported to be available for evaluation. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak was coming from the combi set bloodline, but it was reportedly caused by the blood pump rotor. A tear was identified in the line, which was reportedly damaged by the blood pump rotor. It was unknown how long into the treatment this occurred. The facility stated they do not return blood when a blood leak occurs, and the blood loss was estimated to be 250 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported events. To resolve the reported issue, the biomed replaced the blood pump rotor. The blood pump rotor was reported to be available for evaluation. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.